Manufacturer narrative:
Concomitant products: product ID: 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient said that if this did not work in 1 or 2 days then they would have it taken out. It was advised to patient that advance evaluation was 2 weeks long and they could try different programs but also to call doctor for direction. Patient also said that they were sitting on a chair and when they bent down to tie his shoes, they felt a burning below belt line and buttocks. It was about the size of a silver dollar. As soon as they got up, the burning went down. At the time of call patient was not feeling the burning and advised him to bring stim down if it happened again. Patient understood. Patient went to emergency room last night and because they had some bleeding and had to get their bandages changed. They also mentioned that they got a shock in left hip where the stitches were from bending to tie his shoe. They stated that it was about the size of a silver dollar the other day. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.